Event description:
It was reported, home infusion patient arrived for weekly PICC dressing change and lab draw. PICC flushed easily with gbr noted. Upon flushing, leaking was noted at insertion site. PICC was dc'd due to concerns by this PICC nurse. Entire PICC catheter was removed thankfully. However, at 21 cm a crack was noted to the catheter. Full catheter length 52 cm. This PICC was placed (B)(6) 2024 without complications. Additional information received on 05nov the patient had to have the device removed early, they then had to have a peripheral IV started to complete treatment. The patient also had to have lab draws due to hemolyzed blood samples x2 days before it was realized that we should remove the PICC. Once the PICC was removed it was only hanging on by a small piece of plastic. No patient injury, only that the patient had to have the device removed prematurely. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.